Manufacturer narrative:
H3, h6: the renasys pump device, used in treatment, has not been returned for evaluation but the canisters used were returned and evaluated. The visual inspection found no defects. The functional evaluation confirmed the reported false alarm, establishing a relationship with the reported event. The root cause is a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the renasys machine indicated "obstruction". Treatment was continued with a smith and nephew back up device with no delays. No patient harm reported.